Manufacturer narrative:
Philips service recommended recreating the image store or replacing disks after resolving the issue with a reboot. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image disk issue causing fluo storage failure; resolved after reboot on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.